Manufacturer narrative:
There is no known patient involvement. Device has not been returned to sorin group (B)(4). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report ((B)(4)) on (B)(6) 2016, stating that environmental sampling of the sorin heater-cooler system 3t identified mycobacterium avium in water collected from the overflow bottle. At the time of this report, no patients have presented with bacterial infection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report ((B)(4)) on (B)(6) 2016, stating that environmental sampling of the sorin heater-cooler system 3t identified mycobacterium avium in water collected from the overflow bottle. At the time of this report, no patients have presented with bacterial infection.